Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the low-voltage pacing lead helix did not extend fully while attempting to deploy the helix several times. It was also noted the lead position was unstable with indication of dislodgement during the procedure. The lead was extracted and replaced. No patient complications have been reported as a result of this event.